Event description:
A trapezoid rx lithotripter compatible basket was used during a procedure in 2007. According to the complainant, the physician was "attempt[ing] to reintroduce the device to retrieve the stones [and] applied force to the handle. Due to the force, [the tip] detached and remained in [the] common bile duct." Reportedly, an endoscopic papillary balloon dilation [epbd] procedure was performed four days later, to remove the tip; however, since the tip was in the "upper biliary, the physician was unable to retrieve the tip. The procedure was completed [by] implanting and enbd [endoscopic biliary drainage] tube." The physician expects that when the enbd tube is removed, the tip will be retrieved or it may be eliminated naturally. "The next treatment procedure [is] undecided at this point." At the conclusion of the procedure, the patient's condition was reported as "stable".

Manufacturer narrative:
The lot number was not provided by the user facility; therefore, the MFR date is unk. The suspect device has been received but an evaluation is not completed; therefore, it is not possible to determine the relationship between this device and the cause of this event.